Event description:
It was reported a patient came in for post op x-rays, when the surgeon noticed that the two bottom screws backed out of locking ring by 2-3mm. The surgeon is monitoring the situation on the other hand the patient's symptoms have been alleviated since the surgery.